Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the software of the workstation computer was corrupted. The fse replaced the workstation computer, which repaired the errors. The repairs were verified per established procedures.(B)(4).

Event description:
The customer reported getting errors on the coulter lh 500 hematology analyzer when trying to enter flagging criteria for patients. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.